Manufacturer narrative:
Medwatch sent to FDA on 16/mar/07. Please note corneal industrie is awaiting assignment of FDA registration number. A device evaluation summary could not be obtained, as noted by corneal, the lot number provided by the physician is not valid. If/when a valid number is obtained, a device history report will be submitted in a supplemental medwatch. Corneal did provide further observation noting that it is probable that the patient had an undesirable side effect to the injection as indicated in the dfu: as with all transcutaneous procedures, juvederm ultra plus injectable gel implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed.

Event description:
On the day of treatment with juvederm ultra, the patient noted swelling and tenderness. Approximately one week later, the patient had erythema and swelling in the manidibular area midline. Blood test noted elevated white blood count, oral antibiotic keflex was prescribed. The patient fully resolved four days later. Diagnosis: localized bacterial infection.